Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's current blood glucose level was 211 mg/dl. Customer's blood glucose level was 459 mg/dl at the time of the incident. Customer treated last night at the time of the incident and is okay now. Customer also stated there were stress cracks on the upper right hand corner near the screen and on the cover of the window of the reservoir. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test could not be performed due to the constant motor error alarm. The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, and a cracked belt clip slot. Moisture damage was noted on the force sensor resistor.